Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device developed a cracked display that limited touch responsiveness to only the unlock slider, after which the user was transitioned to backup therapy; blood glucose levels were reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control and no medical intervention. Investigation included complaint handling and replacement of the affected unit and inspection of the returned device. Investigation of this device revealed a device display hardware failure consistent with a broken or cracked screen, resulting in impaired touchscreen input and necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force.